Event description:
Additional information received indicated that the infection was related to previously treated hematoma. The patient experienced hematoma after falling down. It was reported that the fall was not related to the implant procedure or any of the implanted devices.

Event description:
Additional information received indicated that the device was explanted and returned.

Event description:
It was reported that the patient was admitted for an infection at the pocket site. The patient received a pocket hematoma revision and the device remains implanted. The patient was stable post procedure and will be followed-up routinely.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Analysis was normal. No anomalies were found.